Manufacturer narrative:
Gehc recommended replacement of the batteries. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that the unit alarmed for a battery failure. There was no reported patient injury.